Event description:
Caller reported a cartridge alarm 31 during the pumping process. Blood glucose level did not exceed 500 mg/dl. Customer was advised to use mdi as a backup therapy, and cts arranged to replace the pump under warranty, ensuring the customer was informed about how to handle the replacement procedure and return the defective pump.